Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pulse generator was connected to the lead, pacing and capture were not observed, even when the device was placed in the pocket. The pulse generator was removed and replaced.